Event description:
It was reported that, "calcaneal screw is advancing interiorly. The lateral calcaneal screw is backing out."

Manufacturer narrative:
Same pt event as MDR 9610622-2009-00249 device remains implanted. No evaluation will be performed. If the device or additional info becomes available, it will be reported on a supplemental report.